Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned to intuitive surgical, inc. (Isi) for failure analysis (fa) evaluation. Fa was able to confirm the issue via system logs but could not reproduce the issue when testing on an in-house system. As a precaution, the degree of freedom (dof) 3 pitch search light single axis (slsa) assembly will be replaced.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis investigation, but it is still in progress. The complaint was confirmed by the field evaluation, which indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, universal surgical manipulator 1 (usm) flopped over when docking. The caller further detailed usm1 axis 2 having no gravity compensation. Error 23000 and 23137 were observed in logs approximately an hour prior. Intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through the emergency power off (epo) of the patient side cart (psc) and the issue did not persist. The procedure was converted to open. Isi followed up with the initial reporter and obtained the following additional information: there was no harm or injury to the patient due to the arm flopping. The system was checked prior to use with no noted issues. They were unable to use the robot and had to convert to open.